Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through reasonably known information suggest probable causes due to some kind of stress such as damage or deterioration of parts, and electrical problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had channel damage. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient or user harm associated with this event.